Manufacturer narrative:
The device was returned to animas. The pump powered up with audible tones and a visible display screen. Evaluation revealed that the battery cap contacts were out of specification. When pressure was applied to the sides of the pump, there was no power loss noted. The pump was exercised with the pt's active basal program for 24 hours without pressure and the pump did not lose power. Review of the pump history revealed that there were power-on-reset events associated with a low battery warning. The pt used the pump for 5 days after the alleged complaint without power loss occurring.

Event description:
The pt reported that her pump rebooted several times without user intervention. The pt said there was no damage to the battery compartment or battery cap. The threads inside the pump were intact. The pump rebooted again during the call to animas.